Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. During the investigation, it was found that there was a defected downstream occlusion (dso) sensor.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The reported complaint was confirmed. The issue was related to a malfunctioning dso sensor; it was found that the sensor presented debris and fluid ingression signs. The dso sensor was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.